Manufacturer narrative:
Based on the available information the conductive link extruded in the external auditory canal, most likely caused by device unrelated medical reasons i.e radical cavity. Several attempts were done to cover the conductive link, however were not successful. The patient is still hearing fine and there are no plans for any interventions at the moment. This is a final report.

Event description:
It was reported that the conductive link has extruded in the external auditory canal. Several attempts have been made to cover the conductive link but not successfully. The patient does not wish to have any further intervention. He is satisfied with his hearing and is seen by the surgeon on a regular basis.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the conductor link has extruded. Currently, no further information is available.

Manufacturer narrative:
Additional information: according to the currently available information, it can be assumed that the observed extrusion was most likely due to device unrelated medical reasons. However, to confirm a root cause, a device investigation is necessary. A potential date for revision surgery has not been informed yet. The complaint will be further investigated as and when the patient undergoes surgery.

Event description:
It was reported that the conductive link has extruded. As per additional information received, the extrusion reportedly occurred at the external auditory canal and an appointment with the surgeon was to be scheduled for revision surgery. However, despite requested, no additional information could be retrieved yet.